Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-06791. It was reported the patient experienced ineffective therapy. X-ray confirmed one of the leads were fractured. Therapy could not be delivered with the second lead. As a result, surgical intervention occurred wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of lead fracture was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.